Manufacturer narrative:
(B)(4). Lot number not provided. UDI not provided. Re-processing information not provided. Since the lot number was not provided, this information cannot be determined.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Pre-op diagnosis: stress urinary incontinence, grade I cystourethrocele. Post-op diagnosis: stress urinary incontinence, grade I cystourethrocele. Name of procedure: transvaginal tape procedure. Patient underwent procedure for anterior elevate repair on (B)(6) 2013. Pre-op and post-op diagnosis:third-degree cystocele with significant intrinsic tissue defect.